Manufacturer narrative:
Investigation is on-going and siemens will submit a supplemental report upon completion.

Event description:
The customer notified siemens on april 15, 2016 that a patient was burned on their left forearm by the patient lightmarker on the CT system. Reportedly, the patient was undergoing an abdomen and pelvis exam when the technologist noticed the burn on the patient's arm, which was raised during laser positioning. The patient noticed a burning smell and felt the burning. The exact location of the patient's minor burn was in anteromedial proximal third of the left forearm and is described as a bright line, two centimeters long and half a centimeter wide. The patient was given a medical consultation but did not receive medical treatment. The patient was advised to return for medical treatment if needed however to date, the patient had not returned. This reported event occurred in (B)(6).

Manufacturer narrative:
Investigation shows that it is not likely that the medical device has caused or contributed to the described injury. The severity of the hazard is related to the power of the laser and the type of radiation emitted. A classification system for lasers has been developed: class 1 and 1m lasers are those which are incapable of damaging the eyes and skin because of either engineered design or inherently low power output. Based on the fact that this type of laser is classified with 1m, according to the report ((B)(4)) for laser type fp-65/ 1lf-o65, there should be no risk to patients. The reported injury could not have been caused by the laser in any way. Therefore, this event is deemed to be user misinterpretation about the origin and kind of injury. Siemens has more than 20,000 lasers in the field and no other injury with this laser type has been reported. From a technical point of view, there is no explanation for this reported event and no corrective action is initiated.